Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("essure removal / the right essure device was protruding from right ostia into the uterine cavity") and device breakage ("the device was removed in pieces and was inspected and all accounted for.") In a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of anemia, spousal abuse, dysthymic disorder, polypectomy, abnormal uterine bleeding, endometritis, depression, endometrial polyp, menorrhagia, heavy periods, chest pain, pelvic pain, cervical polyp, endometrial polyp and abnormal uterine bleeding. Previously administered products included: acetaminophen. The patient had a family history of breast cancer, epilepsy, breast cancer and kidney disorder. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3082 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (laparoscopic salpingectomy, hysteroscopy colposcopy). The reporter considered device breakage and fallopian tube perforation to be related to essure administration. The reporter commented: trailing coils: left = 4 right = 1. Discrepancy noted: insertion date: as per argus (B)(6) 2015. As per mr (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on 16-feb-2023: endometrial curettage -no hyperplasia is identified. Multiple levels examined. -majority endometrium 17-18. Moyosore polypectomy: polypoid secretory endometrium day 17-18, with adherent smooth muscle. Note: there is a round cell infiltrate in the endometrial stroma. A cd138 stain shows positive staining cells (plasma cells). This pattern may represent plasma cells within the polyp. However, a component of chronic endometritis cannot be excluded. This specimen as well as part a has areas suggestive of endometrial polyp(s). Implant (essure), removal: essure. Gross examination only. Cervix (anterior polyp), polypectomy: cervical polyp. No dysplasia is identified [smear cervix] on (B)(6) 2023: cervix w lgsil, some cells sugg hgsil. [Ultrasound pelvis] (date unknown): diagnoses menorrhagia with irregular cycle. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: event "medical devce removal updated to fallopian tube perforation, new event added "device breakage", reporters information, medical history and surgical pathological reports were added. Rcc updated, insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2015, the patient had essure inserted. On (B)(6)2023, 2968 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.